Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Daughter, states she was in her mother's wheelchair at the time the castor broke off. Daughter states it is a rolls chair from 1986 and it belonged to her grandmother. Front left caster broke off.